Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. User always override bolus sizes of the bolus requests. Basal rate set to 1.4 units of insulin per hour. Complaint could not be confirmed. Basal rates may need to be adjusted throughout the day to compensate for daily activities. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was "very low" however a specific value was not provided. Reportedly, the contact believed there was something wrong with the pump. Carbohydrates were consumed to address bg level. Subsequently, the customer's bg rose to 370 (mg/dl). The contact stated the customer may have over corrected for the low bg event. A bolus via the pump was delivered to address elevated bg however, the customer's bg remained elevated until after a manual injection was delivered. A recommendation was made by tandem technical support for the customer to discuss elevated bg levels with a healthcare provider. Reportedly, the customer would continue to use the pump for insulin therapy.